Event description:
The patient reported, that her pump had completely stopped at the last refill; she wasn't receiving medication. No patient symptoms were reported. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.